Event description:
Procedure type: according to the reporter: the first firing with an egia60amt was successful. The sulu was replaced with another egia60amt. The device was inserted into the cavity and articulated slightly. An attempt was made to close the jaws, but the device stopped activation. No buttons would react. The device was removed from the patient cavity, the sulu was unloaded and reloaded, the jaws were checked for movement, but the device stopped activation prior to grasping the tissue. The case was completed with the use of a manual handle. Operating time was not extended. There was no tissue loss or tissue damage. No reinforcement material was used.

Manufacturer narrative:
(B)(4).